Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting a battery indicator symbol when she was attempting to test her blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2012 at 5:20 p.m. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient informed the cca that she had increased her walking/exercise regimen, because of her vitamin d and reportedly became "shaky" on the evening that the alleged issue began. The patient stated that she consumed food/drink at dinner to treat the symptoms. At the time of troubleshooting the cca confirmed that the battery needed to be replaced in the subject meter. The issue was resolved with training, however, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient allegedly developed symptoms suggestive of a serious injury after she was unable to test her blood glucose due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.